Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing, calibration and system testing without duplicating the report. Internal inspection found particulate in the flow screens which may have been a contributing factor. The customer has been informed to store the device, when not in use, with the dust cover on the inlet. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device displayed a "compressor failure -1001 " error message. Complainant indicated that the clinician reverted to manual bagging to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.